Event description:
Strattice was implanted in an abdominal wall procedure on (B)(6) 2012. It was reported that during vac dressing changes, increased swelling and tenderness was noticed, along with a putrid odor. A section of the strattice was explanted on (B)(6) 2012. No cause of the abcess was noted. Repeated attempts were made to follow up with the customer and obtain more information concerning the event, but these attempts have been unsuccessful so far. Lifecell will submit a follow-up report when information becomes available.

Manufacturer narrative:
Method of evaluation: review of reported information. Review of device history records for the device lot. Review of the lifecell complaint management system for any other complaints reported to lifecell against this lot. Results of evaluation: review of the device history record for lot s11007 resulted in no remarkable findings. The lot passed all qc release criteria, including suture retention testing, tensile strength testing, and bacterial endotoxin testing. There were no process deviations or nonconformances. As of (B)(4) 2012, (B)(4) devices from lot s11007 were distributed, including (B)(4) devices that were reported as implanted, with no other complaints reported to lifecell against lot s11007. Conclusion: there was very limited information received regarding this event. Lifecell has been in contact with the customer to obtain more information. The product was not returned to lifecell, so no evaluation could be performed. Internal investigation into the complaint-related lot indicates that the device met qc release criteria including suture retention, tensile strength, and bacterial endotoxin testing. Lifecell will submit a follow-up report as information becomes available. Device was not returned to lifecell.